Manufacturer narrative:
There is no indication that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, a da vinci product is not expected for return for perform failure analysis.

Event description:
It was reported that during a da vinci-assisted transanal minimally invasive surgery (tamis) procedure, the operating room lost power and required the da vinci system to restart. Before the power loss, a mucosal vessel was minimally bleeding. Once the da vinci system successfully restarted, approximately 50 cc of blood loss was produced from the mucosal vessel. The bleeding was described as minimal and controlled with cautery; there was no injury to the patient due to the blood loss. There was no trauma from any instrumentation during the restart. The procedure was completed robotically, and the system worked as expected after the restart. The patient is recovering well postoperatively.